Event description:
Procedure type: nephrectomy. According to the reporter: top of trocar broke off during the case. No patient injury reported. The device broke during the procedure, no pieces fell into the cavity, there was no additional bleeding and neither the operating time nor the incision size were extended. No patient injury was reported.

Manufacturer narrative:
(B)(4)